Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore. Unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Numbness in hands, arms, legs and feet [hypoaesthesia]. Tingling in hands, arms, legs and feet [paraesthesia]. Burning in hands, arms, legs and feet [burning sensation]. Pain in hands, arms, legs and feet [pain in extremity]. Muscle weakness [muscular weakness]. Dizziness [dizziness]. Nausea [nausea]. Difficulty walking [gait disturbance]. Balance problems [balance disorder]. Case description: an attorney reported that her (B)(6) male client used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency beginning in 1996 through 2010 after using super poligrip beginning in 1985 through 1996, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, numbness in hands, arms, legs and feet, tingling in hands, arms, legs and feet, burning in hands, arms, legs and feet, pain in hands, arms, legs and feet, muscle weakness, dizziness, nausea, difficulty walking, and balance problems. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.